Event description:
It was reported that there was far-field twaves on the atrial lead, also known as cross talk. Reprogramming of the lead was suggested and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continued: 4076 implantable pacing lead 2011-(B)(6). (B)(4).